Event description:
It was reported that the minicap had a protruding sponge. This was found before patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 99 of 120.

Manufacturer narrative:
(B)(4). Device manufacture date: 07/14/2014 - 07/18/2014. A companion sample was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted in the companion sample. Upon conclusion of the investigation, the reported problem could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.